Event description:
It is reported that patient underwent a revision surgery due to postoperative breakage of ncb plate (no postoperative trauma of patient). Plate could not be removed easily, as there was cold shut at one of the corticalis screws.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(6). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information becomes available and / or the device(s) have been returned for evaluation and an investigation result is available, an amended medical device report will be filed. (B)(4).